Manufacturer narrative:
(B)(4). As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation, according to the information received the device is still in vivo. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a revision surgery is planned after unknown time in vivo due to potentially broken stem.

Manufacturer narrative:
Additional information was received. The products were returned to zimmer (B)(4) and investigation is ongoing. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. X-rays and surgical reports were received and will be reviewed within investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted a revitan stem on the left side and was revised after 10 years due to breakage of the stem.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Concomitant devices: - revitan, proximal part, cylindrical, uncemented, 75, taper 12/14, ref#(B)(4). Lot#2420547 - unknown cup, ref#unknown, lot#unknown - cocr head 32/ 0 'm' 12/14, ref(B)(4). Lot#2454993. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a lot trend considering the following event is identified: stem fracture. 1 additional similar investigated event for the lot number 2417984 has been found. The following complaints are considered: - (B)(4). - (B)(4). Result: trigger for an issue evaluation is met. However, based on the available information there is no evidence for a lot issue. The review of the dhrs and raw material certificates indicate that the released components met all requirements to perform as intended. No issue evaluation due to identified lot trend is needed for further evaluation at this point of time. Review of event description : the hip prosthesis was revised after approximately 9 years and 9 months in vivo due to a fracture of the connection pin of the revitan stem. Review of received data: - surgical reports surgical report of implantation on (B)(6) 2008: indication: the patient suffers from pain in his left thigh at state after total hip prosthesis (thp) implantation in 1986. Sometimes an exacerbation of the pain arrives which restricts the patient massively. Radiologically, there is suspicion of a hip / stem loosening with a clearly diminished bone density on the left side compared to the right side. Additionally, the insert is clearly worn and the head has an eccentrical position. This could explain the reactive osteopenia and the osteolysis respectively, especially in the trochanter region. Procedure: the patient is in right lateral position and a henry approach is used. An osteotomy of the trochanter is performed. The bone is extremely soft. The neocapsule is excised so that the femur can be mobilized and the joint can be dislocated. The stem can be removed with only three knocks. The cup is exposed and appears to be absolutely stable. But the polyethylene is worn eccentrically. It is removed and replaced by new one size 50-60/32. The femur is prepared by reaming the medullary canal successively until size 20. With a proximal part size 65 the prosthesis projects as planned. Using a 32m head there is a good joint closure and no tendency for dislocation. According to this a definite prosthesis with these components is placed. During the seating of the definite implant, the prosthesis sat about 1cm deeper than the trial implant and a fissure of the proximal femur occurs. The prosthesis was removed and the proximal femur is locked by a double subtrochanteric as well as a single cerclage wire running over the trochanter minor. Obviously the trial implant was proximally fixed and the distal fixation was still unsatisfying. Therefore the entrance plane is now enlarged with a chisel to prevent the proximal part from early seating. Then reaming until size 22 is performed. A trial implant 22/140 with a proximal part 75 and a 32m head projects as planned. It shows a good joint closure and no tendency for dislocation. A definite revitan stem 22/140 with a proximal part 75 is placed and clamps on the planned height. Therefore a 32m head is mounted. After joint reduction the joint stability is unchanged well. The trochanter fragment is repositioned and fixed with two screws. Due to the soft bone an additional cerclage wire is placed proximally to the apex. So a stabile construct is obtained. The rest of the report describes the closure. - consultation reports. Consultation on (B)(6) 2017. The diagnosis section mentions among others: state after thp implantation right in 1998, state after thp implantation left in 1986 and revision of the stem in july 2008, state after knee arthroscopy and meniscal surgery right in 2005. The anamnesis states that approximately in september 2016 there was a pain onset in the right hip and thigh without any rememberable trauma. Due to this the patient came to the emergency where an MRI of the lumbar spine was performed and an infiltration was recommended. Now since approximately november the patient has pain on the left thigh which is movement and rotational dependent as well as it occurs an inability to fully support his weight on his left leg during walking straight. Especially, walking down the stairs can provoke these discomfort as well as rotational movements in bed. Physiotherapy could not improve this situation. The findings section reports among others about a crepitus of the psoas tendon. Compared to the x-rays from 2013 and september 2016 the position of the implants shown on the x-rays from december 2016 is unchanged. The most proximal cerclage wire is fractured but its position is unchanged close to the bone. There are no osteolysis, no fracture and no signs of loosening. A known lateral ossification is located at the rim of the cup. In the assessment and procedure section it is mentioned that concerning the hip there are no signs of a problem with the implants. There are muscular deficiencies present that should be reduced by exercising. The patient is sent for physiotherapy. If the discomfort does not improve the next step would be a CT of the left hip. Consultation on (B)(6) 2017 the situation did not change and the pain described in the last consultation report is present unchanged. It seems that the situation does not derive from the lumbar spine. For further clarification the patient is sent for a CT with the question of a stress reaction or a loosening even if the x-rays are unchanged over the last three years. Consultation on (B)(6) 2017 the CT investigation revealed an insufficiency fracture in the region of the trochanter minor. The implants are stable. The patient seems to benefit from the physiotherapy and therefore it is proposed to wait and check the situation again in 3 months. If the pain persists there is the possibility to remove the fractured cerclage wire in the proximal femur and to fix the trochanter minor with a new cerclage. This should only be done if the conservative measures are not successful. Consultation on (B)(6) 2017 after the patient started to raise his daily activities like cycling and walks the known pain started again. The findings section reports among others about a complete free of pain movement of the hip joint and a painful dynamic examination of the psoas tendon without sensible crepitus and snapping. As already discussed in the last consultation there would be the possibility of a surgical intervention, however there is no guaranty for alleviation of pain. It is decided to utilize the complete range of conservative measures. The patient is sent to the respective specialist. Consultation on (B)(6) 2018 the patient was summoned, as during a newly check of the CT it was noticed that the proximal part is in a varus position to the distal part. This could indicate a fracture of the connection pin. The x-rays show a clear varus position of the proximal part of the stem with a slight displacement of about 3 to 4 mm. In comparison to the previous x-rays where the prosthesis seems to be still intact, the trochanter minor fragment is minimally tipped and exhibits an increased formation of sclerotic bone in the calcar region as an indication for increased load itself. A low grade bone resorption is visible. Compared to the previous x-rays also the cortical bone in the distal region seems to be thinner with a bridging of the medullary canal. There is an indication for revision because it came to a fracture of the revision stem ten years after implantation even if the patient does not have much pain. The indication is supported by the visibility of bone loss. The growth of the latter needs to be prevented if ever possible. However, the removal of such prosthesis is not without problems because the distal part of the prosthesis is still well fixed in the bone. The revision may need an enlarged trochanter osteotomy. This has been explained to the patient. He still wants to wait a little. Consultation on (B)(6) 2018 the note summarizes the discussion with the patient about the planned revision surgery, e.g. The surgical procedure, post-op treatment as well as risks and complications. Surgical report of revision on (B)(6) 2018 indication: after revision of the stem in july 2008 a varus position of the proximal part of the stem is radiologically visible. The complaints are moderate. Coexistent there is an increasing bone resorption in the calcar region so that due to a revitan fracture at typical height the indication for revision is given. Procedure: the patient is in right lateral position. The muscles are exposed. A hole is made on the height of the planned osteotomy. A transverse osteotomy of the lateral cortical bone and then a prolonged trochanter osteotomy until the before set hole is performed. The femoral bone is opened from ventrally with chisels to lift the fragment. As expected the proximal part of the prosthesis is completely mobile on the height of the fractured connection pin. A capsulectomy is performed. After the femur is sufficiently mobile the proximal part is removed. Approximately 2.5 cm below the proximal end of the stem a hole is drilled successively from lateral to permit the placement of the removal instrument. The attempt to remove the stem fails because the distal part is firmly integrated as expected. The part is freed circumferentially using flexible chisels and bore wires. Afterwards the part can be removed. The rest of the report describes the implantation of a wagner revision stem 23/265 with a 32m biolox delta head. X-rays: in the following only the situation of the stem of the left hip will be considered. Pelvis overview and second view taken on (B)(6) 2013 there is a revitan stem implanted with three cerclages and two screws as described in the surgical report of implantation. The implanted material is intact. On the pelvis overview sclerotic lines can be seen on the medial and lateral side of the proximal stem part indicating no direct contact between the implant and the bone in this region. At the distal tip of the stem the medullary canal is almost completely bridged by bone. The most proximal single cerclage seems to be in direct contact with the stem at the distal end of its neck on the medial side. On the second view a small gap between the implant and the bone is visible on the posterolateral side starting from the height of the screw to proximal. It seems that the anterior and proximal border of the bone form a triangle with the implant pointing to a tapered to distal gap between implant and bone in the region of the proximal part. Pelvis overview taken on (B)(6) 2016: compared to the previous pelvis overview there is a fracture of the most proximal single cerclage. Otherwise no obvious changes are recognizable. Pelvis overview and second view taken on (B)(6) 2016: compared to the previous pelvis overview the proximal part of the stem seems to have a very slight varus deviation as the distance between the sclerotic line and the implant is smaller. Additionally, under consideration that the x-rays from september and december 2016 are taken almost identically, the protrusion distance of the loop of the most proximal single cerclage is now smaller. The second view shows a clearly fractured most proximal single cerclage. Further, it seems that there is contact between the screws and the proximal part. Pelvis overview and second view taken on (B)(6) 2018: compared to the previous pelvis overview the connection pin of the stem is clearly fractured and the proximal part is tipped to medial (in varus position). In the zoom magnification it seems that the proximal part¿s shoulder rests on the distal part¿s stem body while the medial edge of the fractured connection pin rests on the distal fracture surface and the lateral edge of the fractured connection pin rests on the lateral face surface of the distal part¿s stem body. On the lateral side a larger gap between the proximal part and the bone can be observed. Compared to the previous second view the fractured cerclage moved and there seems to be a slight off-axis deviation. There are also three pictures at hand showing different planning for the implantation of a new prosthesis. These are not commented further here. Intraoperative x-ray taken on (B)(6) 2018: the picture shows probably the tip of the newly implanted stem. Pelvis overview, left hip view and second view taken on (B)(6) 2018: the x-rays exhibit the situation of the newly implanted wagner revision stem. Devices analysis: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area . The fracture is located approx. 2 to 4 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces are partially polished especially on the medial side. The fracture structure points to a fatigue fracture starting from the lateral side. On the proximal fracture surface the area of the fracture origin is polished. There seems to be a mixture of polishing and oxide covering the surface around the fracture origin. The area around the latter is polished on the distal fracture surface. On the lateral side the inside of the distal part¿s body is worn in such a way that a 3 mm wide bevel and adjacent a remaining wall with a thickness of less than one millimeter resulted. The opposing face surface is worn on a length of approximately 7 mm and the edge of one shoulder is worn as well. On this face surface a mark most probably deriving from the proximal trial part can be recognized. The anchoring surface of the distal part is damaged by several instrument marks in longitudinal direction. On the lateral side of the distal part a drill hole of approximately 7 mm in diameter can be seen. Considering the surgical report of revision it is obvious that the damage derived from the revision surgery. There are bone attachments on the entire anchoring surface of the distal part. On the proximal fracture part of the connection pin there is an almost circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared metal and corrosion. Polished zones can be observed in the blasted area of the connection pin. The medial shoulder and the adjacent face surface of the proximal part is partially polished. On the anterior and posterior side worn areas of some square millimeters can be found. Another worn stripe is visible at the neck¿s distal end on the medial side. Further, areas with slightly polished transverse lines and spots can be seen on the medial and posterior side. Several more or less pronounced scratches are recognizable on the anchoring surface and the neck. Remains of bone ongrowth could not be detected on the proximal fracture part. The articulation surface of the cocr head presents numerous fine scratches as well as matt appearing areas which are agglomerations of many fine scratches. The matt appearing areas surround shiny appearing areas. By moving over the surface with the fingernail a slight difference in height is palpable between the shiny and the matt appearing area. Conclusion: the hip prosthesis was revised after approximately 9 years and 9 months in vivo due to a fracture of the connection pin of the revitan stem. According to the consultation reports the patient had pain on the left thigh since approximately november 2016. This pain was movement and rotational dependent and the patient felt an inability to fully support his weight on his left leg during walking straight. Physiotherapy could not improve this situation. In the course of events this pain remained. The consultation report from 22 march 2017 contains an x-ray assessment which states that the position of the implants is unchanged comparing the x-rays taken in september and december 2016. However, the comparison of the x-rays taken in september and december shows that the distance between the sclerotic line and the implant as well as the protrusion distance of the loop of the most proximal single cerclage became smaller on the medial side. This could indicate that the proximal part was slightly tipped and that the fracture of the connection pin probably at least started already at that point in time. The fractured cerclage, seen on the x-ray taken in september 2016, points to some movement. It could also be hypothesized that the symptoms described by the patient match with the x-ray findings. In 2017 no x-rays but a CT were taken. Retrospectively, in march 2018, it was discovered that the CT revealed a varus position of the proximal part of the stem which could indicate a fracture of the stem. The first x-rays at hand dated july 2013 show sclerotic lines on the medial and lateral side of the proximal stem part as well as gaps between the implant and the bone on the anterior and posterolateral side. This indicates that there is no direct contact between the proximal part of the stem and the bone. It is unknown if this situation existed already since the implantation of the revitan stem in 2008 or developed over time. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. Probably since the end of 2016 the proximal part of the stem started to tip. This led to contact between the medial face surfaces of both stem parts as well as the edge / lateral side of the fractured connection pin with the distal stem body¿s inside resulting in wear. Both fracture surfaces are polished in the area of the fracture origin located on the lateral side of the stem and on the medial side. The worn distal stem body¿s inside and face surface, the polished medial shoulder and adjacent face surface of the proximal part as well as the smeared metal seen on the circumferential stripe on the connection pin are the results of the sequence of events happening over time and mirror the end position of the implants seen on the x-rays taken on (B)(6) 2018. On the proximal fracture part a circumferential stripe adjacent to the fracture surface revealed polishing, smeared metal and corrosion. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. Bone attachments are visible on the entire anchoring surface of the distal part. However, on the proximal part no remains of bone could be detected. This mirrors the situation seen on the x-rays at hand and the description in the surgical report of revision surgery. Further, on the proximal part areas with slightly polished transverse lines and spots could indicate loosening / movements against the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. The worn areas / stripe seen on the proximal fracture part can be attributed to contact with the screws / most proximal single cerclage used to fix the trochanter osteotomy. Based on the above described findings it can be assumed that the proximal part of the stem did not have direct contact to the bone at least from july 2013. This situation could be interpreted as insufficient proximal bone support. It could also be hypothesized that the proximal part of the stem was loose while the distal part was firmly fixed in the bone. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).